Event description:
It was reported in the patient's medical records that the patient presented pre-op with worsening severe double major kyphoscoliosis, pain, fatigue, and inability to stand erect. Patient underwent surgery for alif l4-5 and l5-s1 with peek interbody implants, left sided tlif l3-4 with peek implant, posterior osteotomy l2-3, and t3-pelvis posterior fusion with posterior hardware and bcp. 4 weeks post-op the surgeon noted a "big" seroma in the upper thoracic spine at t9-t10. A 20cc of serosanguineous fluid was drained under sterile prep. X-rays showed good position of hardware and maintenance of coronal and sagittal balance.

Manufacturer narrative:
Catalog# 7600706, lot # 89900, expiration date 04/30/2014, catalog# 7600709, lot # 94933, expiration date 03/31/2015, (B)(4): neither device nor applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine cause of the event.